Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a latch which was opened, and the micro switches were copper brushed. The field service engineer performed the harnesses reseated on the controller board and made adjustments to the latch assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, there was a drawer failure. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.